Event description:
Boston scientific received information that an unidentified pacemaker system exhibited sustained high rate pacing at the upper rate limit. The patient was seen in the emergency room for chest pain and high rate pacing. It was reported that the rate had been high for sometime based on histograms. There were no issues with the lead impedances or thresholds. When a magnet was placed the rate slowed and when they took the magnet off the rate increased again. The minute ventilation was programmed off and the rate slowed to the lower rate limits. No serious injury to the patient was reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.